Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00599401591, lot: 11023865. Item: 00599003501, lot: 63940944. Item: 00599003502, lot: 64118479. Item: 00599003510, lot: 64146459. Item: 00598800326, lot: 63162358. Item: 00598800326, lot: 63511131. Item: 00598801215, lot: 64199629. Item: 00598003701, lot: 64209399. Item: 00597206529, lot: 64197128. Item: 00597206529, lot: 64129661. Item: 00599403210, lot: 64053171. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02371, 0001822565-2020-02372, 0001822565-2020-02373, 0001822565-2020-02374, 0001822565-2020-02377, 0001822565-2020-02378, 0002648920-2020-00333, 0002648920-2020-00334, 0002648920-2020-00335, 0002648920-2020-00336, 0001822565-2020-02380.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently the patient has stated that her knee has long been swollen and painful. The patient asks for information on the composition of the material of implants in order to understand if there is an allergic problem and perform a targeted test.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.